Event description:
Boston scientific received information via patient remote monitoring system, this right ventricular (rv) lead and the implantable cardioverter defibrillator (ICD) exhibited a low shocking lead impedance of 14 ohms. Other measurements were in 55-65 range with another one in the 20s. There were also stored non sustained episodes which showed some unusual amplitude marking on the shock and rv channel. The system remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.